Event description:
Multiple farrell valve sets found to be leaking where the tubing enters the distal connector.manufacturer response for farrell valve enteral gastric pressure relief system, farrell valve (per site reporter)======================pending.